Event description:
Reporter explained that their infusion alarm didn't go off. Woke up with chest pains after falling asleep while being infused and went to the emergency room. Pump was given to reporter on (B)(6) 2026. Z800f zyno infusion pump recalled 06-16-2025 due to air in line software defect. This is the 3rd pump that has malfunctioned. Reporter stated that the home health pharmacy did not inform them that pump was recalled. Per reporter, the pharmacy gave them a new brand of device with missing parts and told reporter to continue using old pump until all the new pieces were provided. Pt: 1776. Device: 2880, 4062, 1019. Reference: mw5187474, mw5187476.